Event description:
It was reported during testing that the device constantly gives air-in-line error message even after priming the set and using different sets. There was no patient involvement and harm.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed during testing. The probable cause could not be determined. The air in line sensor was replaced.